Event description:
It was reported that the pta balloon kinked and lost trackability. Reportedly, while advancing the device up and over the cephalic arch, the catheter kinked and would no longer track to the lesion. The catheter was retracted from the guide wire without incident and another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a break in the catheter. It is unknown when the catheter break occurred as the user only reported a kink in the catheter. However, the definitive root cause could not be determined based upon the available information. The vascu trak 2 pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as the warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.